Manufacturer narrative:
No product was received for evaluation. A supplier corrective action request has been opened to address this with the contract manufacturer. An 806 notice has been provided to the FDA.

Event description:
A report was received on 04 apr 2025 from a pharmacist at a critical care facility, who stated a dialysate bag broke when initiating renal replacement therapy and fluid splashed into the nurse¿s eyes on (B)(6) 2025. There was no report of medical intervention from the available information.